Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stated they adjusted how they put the charger on the battery and the issue with having a high side, sticking out and pain when charging was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the way her ins sat, it had a ¿high side¿ and stuck out. The patient reported that it had been like this since it was implanted. The patient reported that it would cause her too much pain when she would charge the ins because the antenna would press on part of the ins that stuck out. The patient reported that she met with a manufacturer¿s representative (rep) and he told her a technique to prevent the charging process from hurting her. No further complications were reported.